Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the error message "calibrate 02 sensor" displayed on the central control monitor. No other details regarding the event were provided. Since the event occurred after the cardiopulmonary bypass procedure, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.